Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the sys would not boot up. Sys functionality was recovered by a reboot. There is no report of death or serious injury associated with the complaint.